Manufacturer narrative:
Invacare was notified that the end user received personal injuries from the use of the tdxsp2 power wheelchair. Multiple requests for further details of the event, patient injury information and the chair's relation to the incident were made to the initial reporter. The legal representative for the end user related the end user received a deep cut in her side when she sat in the tdxsp2 power wheelchair due to scraping against the 4-way button switch mounted to the inside of the joystick. It was reported the end user received multiple surgical procedures due to her wound getting infected. The tdxsp2 has not been returned, the device is being retained for legal purposes. A picture was received confirming the 4-way switch was in the original mounting location and appeared to be mounted correctly. The owner's manual for this device does include warnings and instructions regarding set up and safe transfer techniques including: setup/delivery inspection should be performed by provider at time of delivery/set up. Initial adjustments should be made to suit your personal body structure needs and preference. Transferring to and from other seats warning! Risk of serious injury or damage. Improper transfer techniques may cause serious injury or damage. Before attempting transfers, consult a health care professional to determine proper transfer techniques for the user and type of wheelchair.

Event description:
Invacare received a letter from a lawyer saying the end user sustained personal injuries in the negligent construction, maintenance and manufacturing of her wheelchair.